Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and a relationship, if any, between the device and the reported incidents could not be corroborated. The clinical/medical investigation concluded that, without the requested supporting clinical documentation, operative reports, the lab analysis or the device, a thorough medical investigation cannot be rendered nor can the root cause of the reported infection be determined. The DHR confirmed sterilized was performed according to the gamma sterilization certificate number 897. Per the report, it was the surgeon¿s chose to change the r3 us delta head 36 +0 to stop the progression of the infection and avoid further removal of all the original total hip implants, even though this change is not recommended by surgical technique. Since it was reported the health status of the patient is normal, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient clinical information be provided, this complaint would be re-assessed. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to contamination, patient reaction, and post-operative healing issue. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a tha had been performed on (B)(6) 2021, the patient experienced an infection. A revision surgery was conducted on (B)(6) 2021 to do incision and drainage and excessive irrigation was done. The surgeon decided to change the r3 us delta head 36 +0 to stop the progression of the infection and avoid further removal of all the original total hip implants, even though this change is not recommended by surgical technique. Health status of patient is normal.